Event description:
It was reported that during a follow up, this right atrial (ra) lead oversensed myopotential signals. The device was reprogrammed and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).